Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at an unspecified time, an unspecified taxus liberte was noted to be bent. Lesion characteristics, clinical factors and patient impact is unknown.

Event description:
It was further reported that the device was a 3.0x8mm taxus atom. It was the tip of the device that was damaged, not the stent as previously reported.